Event description:
After replacing both leads due to dislodgement, the physician noted that this pt experienced asystole. The physician decided to replace the device with another pacemaker. Should add'l info become available, this filed will be updated.

Manufacturer narrative:
Upon receipt, the header of the pacemaker was visual inspected revealing no anomalies. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The pacemaker was subjected to an electrical incoming inspection. The pacemaker was successfully interrogated and the pacemaker's memory content was analyzed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.